Event description:
Brush part snapped while brushing [device breakage] no adverse effect [no adverse event]. Case description: date of event: (B)(6) 2014. A female consumer reported that when using an oral-b professional care 2500 rechargeable toothbrush with an oral-b precision clean brushhead, the brush part snapped on (B)(6) 2014. Her first use of the devices was on (B)(6) 2014. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.